Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a severely calcified lesion in the circumflex (cx). The oad was advanced where the artery narrowed and the driveshaft fractured. A wire wrap technique was used to snare the fractured tip. The fractured tip was moved to the marginal branch and entrapped in the vessel with a stent. The patient was stable.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Manufacturer narrative:
The oad was returned to csi without the guidewire. Analysis revealed biological material on the driveshaft located at the crown section. It was unknown if the biological material accumulation is related to the reported complaint. The morphology and root cause of the accumulated biological material was unable to be determined. Review of the data log identified stall events. It was unknown if the stall events are related to the reported complaint. When tested, the oad functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).